Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion. A temporary pacing wire was placed until the next day, when the replacement crt-d system was implanted. No further patient complications have been reported as a result of this event.